Event description:
The doctor reports that the dental implants located in dental positions #33 #35 #43 & #45 failed due to trauma/incident. The doctor reports in the per that the procedure was not concluded by placing another implants. Bone type: iii.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event: unknown / not provided. D10: concomitant medical product: tsvm4b11, imp,tsv, mcol mg, 4.1 mm, 11.5 mml, lot: 1294095; tsvmb10, imp,tsv, mcol mg, 3.7 mm, 10 m, lot: 1285168; tsvm4b10, imp,tsv, mcol mg, 4.1 mm, 10 m, lot: 1282309.